Event description:
The ventilator stopped working, and alarmed that it needed service. The patient was bagged with a resuscitation bag with nitric oxide. The patient initially had a desaturation episode when the ventilator stopped working, but quickly recovered.